Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip would not clamp together. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigation confirmed the customer reported complaint. The primary failure of the clip test was related to the customer complaint. The clip applier instrument failed the clip test due to the misapplication of the clip. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, and was able to retain the clip through engagement but could not release the clip as commanded. Additional observations not reported by the site was also identified: failure analysis found the primary failure of bent grip to be related the customer reported complaint. The medium-large clip applier instrument was found to have a be grip and the tip does not align with the other grip.